Event description:
A coronary stent with delivery system was advanced to the target lesion site in the pt's right coronary artery with the protective sheath retracted. Attempts to advance the sheath back over the stent were unsuccessful and resulting in the stent dislodging off the balloon catheter. The stent embolized to an unknown location in the coronary vasculature. The sds was removed from the pt without complication. No attempts to retrieve the stent were performed. Subsequently, another coronary stent with delivery system was successfully deployed at the target lesion site. There were no clinical sequelae reported relative to the event.